Event description:
Revision surgery - due to pain.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
1644408-2022-00662 was reassessed and determined to be non-reportable due to the primary product was found not to be a djo part.